Event description:
Conmed linvatec received information via a legal entity that a patient underwent an acl reconstruction surgery about 2 years ago and following the surgery, the patient experienced problems from what was described as misalignment of the graft tunnels from the surgical procedure. Furthermore, it was reported that during investigation of the patient's problems, the tip of a screwdriver was found in the patient's knee that measured approximately 28mm in length, 7mm of this length was sticking out of the notch.

Manufacturer narrative:
The information for this case is very limited due to the legal nature and to date, all information is alleged. As the facility name, etc., is not known conmed linvatec is unable to confirm that the devices named are the actual devices used during this surgery. This information is being reported related to the allegations that the driver was associated with an injury to the patient. To date, a consultant has been asked to gather information to determine if the patient's injury is related to the surgical technique.